Event description:
It was reported that stimulation worked for the first 4 months after the leads were replaced but after that the patient was getting less and less stimulation no matter what the settings were at and the implantable neurostimulator (ins) would not ¿charge right.¿ once the stimulation started to go he met with manufacturing representatives (rep) and went through multiple days of charging for 10+ hours and ¿trickle charging¿ but they were not successful in getting the ins to function as the patient wanted. There was a loss of therapeutic effect. There were telemetry issues and an ins over-discharge was suspected. It was noted that the patient had no idea where his implantable neurostimulator recharger (insr) was located. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).